Event description:
The customer reports they had a violation with the deparment of health and tehy needed the system adjusted. The beam exceeds visable image by 5.6 %. In mag 2 mode. No patient injury was reported.